Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the ligator had been returned without any band attached, the slack had not been taken up, and the handle showed evidence that the loop had been secured to the post. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up and the handle doesn't have evidence that the trip wire was secured to the post; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." And "secure trip wire in slot on handle unit." The reported event of bands falling off varix cannot be confirmed since the ligator housing was returned without any bands. It was determined that the device's instructions for use were not followed, as the slack had not been taken up from the handle slot and the trip wire was not secured to the handle. This can ultimately impact proper band deployment once the ligator housing is installed on the endoscope, causing the trip wire to function improperly in coordination with the handle during band release. Although the device was returned, there is no evidence indicating that the bands detached from the varix during the procedure. Based on all available information, the probable root cause assigned is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed normally; it was confirmed that the bands unable to remain attached to the varices. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed normally; it was confirmed that the bands unable to remain attached to the varices. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.